Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding patients implanted with a neurostimulator (ins). It was reported that the hcp has been interrogating a patient and the status of the stimulation usage shows 0% for all 4 programs. The hcp also thought that this issue may be related to how the patient stored or replaced the batteries in the patient controller. Patient services reviewed with the rep information about completing a clinician programmer session clearing data and that the usage data should be cleared if the ins was not interrogated for 1 year or greater. The last session preformed was before (B)(6) 2018 and impedance reading also showed >4000 ohms. No further complications were reported or are anticipated. Electrodes pairs: c <(>&<)> 0 1679; c <(>&<)> 1 1679; c <(>&<)> 2 1679; c <(>&<)> 3 1679; 0 <(>&<)> 1 1852; 0 <(>&<)> 2 1989; 0 <(>&<)> 3 3141; 1 <(>&<)> 2 1733; 1 <(>&<)> 3 2236; 2 <(>&<)> 3 2236.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that as an action taken to resolve the issue, they contacted the manufacturer¿s technical services to help troubleshoot. A secondary clinician programmer was also used to rule out a clinician programmer problem. The representative was told the cause of the 0% usage issue was that it had been more than 365 days since their last session. The 0% usage seen issue was reported as resolved as the patient came back on (B)(6) 2019 and the session data was available. There were no further complications reported or anticipated.